Event description:
The customer indicated that the coulter act 5diff autoloader (al) was leaking a few drops of blood on the right side of the unit. The customer found a few drops of blood on the top and outside of the baths; the leak was contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported problem and found the traverse probe assembly sticking. The assembly was cleaned and oiled, resolving the leak. (B)(4).